Event description:
It was reported that there was a right atrial (ra) lead unipolar lead impedance warning due to low impedance. It was also reported that there appeared to be far field r-wave (ffrw) oversensing on the atrial lead on stored electrograms (egm) that was triggering false atrial tachycardia/atrial fibrillation (at/af) detection. The ra lead remains in use. No patient complications have been reported as a result of this event. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).